Manufacturer narrative:
Qn#(B)(4). From the pictures provided it was not possible to be confirmed failure mode reported as misfire/jamming - staples not firing. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause, and implement corrective actions. The device history review for the product visistat 35r 6/box lot# 73d2200203 investigation did not show issues related to the complaint. Failure mode misfire/jamming - staples not firing could not be confirmed with picture provided. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause and corrective actions. If the complaint samples becomes available at a later date, this complaint will be updated accordingly.

Event description:
They stated the product was defective and would not shoot staples.